Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported conditions of the device being noisy and having an air leak were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was not functioning, would not run, and the housing was cracked/damaged. It was further determined that the device failed pretest for check for unintended motion with hand switch, check function in ¿hand¿ mode with hand switch, check power with power test bench, check speed with tachometer, check internal leak tightness and check external leak tightness. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during maintenance process, it was observed that the air pen drive device was noisy and had air leaking. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.